Event description:
After treatment with juvederm ultra with lidocaine in the lower face, the pt felt dizzy. The pt was injected with zylocaine with no adrenaline, the bed was lowered, and a wet pack was placed on the pt's head and the dizziness resolved. The voluma was then injected into the left midface and the pt looked grey and felt clammy. The bed was again lowered and a wet pack was put on the pt's head. After the pt recovered, the pt's left pupil looked more dilated than the right pupil. The pt felt that they had a "spacial issue" but no other visual problems. One hour after the injection, the dilation of the pupil had resolved. All of the symptoms have resolved. There is no additional info at this time. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Device eval summary: batch number h24l515233 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause of the event is then impossible to determine.